Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: the attorney firm representing the patient is located in puerto rico; however, the mesh was implanted in the u.s., and the adverse event also occurred in the u.s. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "two perfix plugs and patch (device 1 and 2) were placed on both right and left side of the inguinal floor." (B)(6) 2021 - patient was diagnosed with bilateral inguinal hernia thereby underwent robotic repair with the implant of two 3dmax meshes (device 3 and 4). Per op notes, "there were bilateral indirect inguinal hernias, both indirect inguinal hernias were reduced. Previous plugs were noticed, two 3dmax meshes (device 3 and 4) were placed into the preperitoneal space on both sides."